Event description:
It was reported by the patient that "he went in for radiation and the doctor told him there was a problem with his wire after a device check." Attempts for additional information were unsuccessful. Manufacturer records indicate that the right ventricular (rv) lead and the right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted on (B)(6) 2012. (B)(4).